Event description:
A consumer reported that she "is unable to read" and feels as if there is an eyelash in her eye following intraocular lens (iol) implant surgery. She stated that she expected the lens would eliminate the need for glasses. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).